Event description:
It was reported that a spectrum pump door will not latch with tubing loaded in it. Any patient involvement, injury or medical intervention is unknown. During baxter's functionality testing the device was found to display door not fully latched messages.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The evaluation reproduced a door not fully latched message. The messages were found to be caused by loose link screws. The screws were replaced.